Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "alarm, system error 7" is not confirmed. The display head passed functional testing. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It has been reported via field service report (B)(4)that the pump had an intermittent system error 7 alarm while on a patient. Additional information received from the field service agent stated the problem was not seen at first. It did not seem to be a connection problem but when the pump was switched to battery mode it always had a system 7 error and switched to 1 to 8 pumping and all keyboard strokes were not recognized. The fse found and replaced a defective display. The pump was on a patient and switched out with no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported via field service report (B)(4) that the pump had an intermittent system error 7 alarm while on a patient. Additional information received from the field service agent stated the problem was not seen at first. It did not seem to be a connection problem but when the pump was switched to battery mode it always had a system 7 error and switched to 1 to 8 pumping and all keyboard strokes were not recognized. The fse found and replaced a defective display. The pump was on a patient and switched out with no harm to the patient.